Event description:
It was reported that when a pump is powered on, either the keypad lock screen, or the pic mode interface disabled screen. The user is unable to navigate away from either screen.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and the pic mode interface disabled screen was observed. The evaluation also found the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, run/stop, ok and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the run/stop key will occur following the selected key's key function. This does not provide any opportunity to program or start an infusion. Sigma's engineering investigation is in process. When complete, a supplemental report will be submitted. At this time, the date of event is unknown.